Event description:
The pt reported experiencing elevated blood glucose of 340 mg/dl during the night of (B)(6) 2010. The pt bolused approximately 15 units of insulin and at 3:00am the pt's blood glucose again measured 340 mg/dl. The pt then found insulin in the cartridge compartment. He dried the cartridge compartment and changed the insulin cartridge and infusion set. He bolused through the infusion device and lowered his blood glucose. His normal blood glucose level is 100 mg/dl. He believes e4 (occlusion) error was not properly displayed. No further info is available. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.